Manufacturer narrative:
Trolley support weldment; track roller assembly.

Event description:
It was reported by service report that the cot will not lock in full height position due to worn locking mechanism components. No pt involvement or adverse consequences are reported.